Manufacturer narrative:
It was reported, "two separate incidents in which, dr. (B)(6) had 2 cases (one this weekend/one this am) where he had to pick-out fragments of gauze from the abdomen." Both incidents reported to medline industries, inc., 4/26/2021. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. Samples have not been returned for evaluation. Investigation summary: "the account reported finding gauze was fraying/flaking during use. The reported issue occurred in item dynjv0264i (lot 21bmb758). Based on the information provided, we are unable to confirm the reported issue without a photo or sample." Due to the reported incident, medical intervention and in an abundance of caution, this med watch is being filed. If any further relevant information is identified or obtained, a supplemental med watch will be submitted. Investigation summary: "the account reported finding gauze was fraying/flaking during use. The reported issue occurred in item dynjv0264i (lot 21bmb758). Based on the information provided, we are unable to confirm the reported issue without a photo or sample." Actions taken and recommendations: this complaint has been provided to the vendor for further evaluation. Our supplier quality team will also monitor this issue for trending purposes. "

Event description:
It was reported, "two separate incidents in which, dr. (B)(6) had 2 cases (one this weekend/one this am) where he had to pick-out fragments of gauze from the abdomen".